Event description:
I purchased the high end malem recordable alarm from (B)(6). I paid over (B)(6) for the alarm. The alarm didn't work as expected and I asked for a refund. The company refused to give me one so I continued to use it. Within 2 weeks, the sensor broke and I purchased a replacement. The third week, the alarm stopped vibrating at night and started making a strange hissing sound as if something was stuck on the inside. My daughter was sleeping and woke up in tears from a burn on her neck. The alarm had overheated and the batteries had leaked out of the alarm. The battery door was so hot that it started to melt and burnt a hole in my daughter's t-shirt and left a big red and purple patch on her neck. I can provide photos if necessary. This is a very dangerous children's product and FDA should look into this.